Event description:
It was reported that this right ventricular (rv) lead and the right atrial (ra) lead exhibited unspecified out of range pacing impedance measurements in bipolar resulting in activation of the lead safety switch (lss) feature to unipolar. It was noted that this rv lead was replaced and the ra lead was left insitu. No additional adverse patient effects were reported. It is unknown if this lead was surgically abandoned or explanted. Additional information has been requested, however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that this rv lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. This lead was surgically abandoned and will not be returned.

Event description:
It was reported that this right ventricular (rv) lead and the right atrial (ra) lead exhibited unspecified out of range pacing impedance measurements in bipolar resulting in activation of the lead safety switch (lss) feature to unipolar. It was noted that this rv lead was replaced and the ra lead was left insitu. No additional adverse patient effects were reported. It is unknown if this lead was surgically abandoned or explanted. Additional information has been requested, however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.